Event description:
It was reported that the ventilator displayed a set vt (tidal volume) value on the screen when ps/CPAP (pressure support/continous positive airway pressure) mode was chosen. This is a mode of ventilation where there is no set tidal volume. There was no patient harm. (B)(4).

Manufacturer narrative:
Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Manufacturer narrative:
The ventilator was examined on site by a maquet trained hospital engineer, he was unable to duplicate the reported event. The customer contacted maquet a month after the event and was also using the machine during that time without any problems. The memory for the logs in the ventilator is limited to 1000 records. The received logs do not contain the event due to it having been overwritten. The only thing that confirms the reported event, is a received picture displaying the ventilator graphs and values. In a reference ventilator with the same software version, we have replicated the same user settings without having been able to reproduce the reported event. It is our conclusion that if this fault happens during ventilation and the alarm limits are valid, and if there were a change in the behavior of the ventilation, an alarm would be displayed accordingly. The cause for the reported event, therefore could not be established from this investigation.

Event description:
(B)(4).